Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that at the end of december her urine was foul smelling and when she went to her healthcare provider (hcp) she was diagnosed with a bladder infection. The patient went on to say that she thought that she had a bladder infection because she was not emptying all the way. At the time of the call the patient could feel stimulation and reported that she had raised stimulation "to 4 or something like that." The patient stated however that she used to feel stimulation on the entrance to the vagina on the left side, but now feels stimulation in the leg and back of her buttocks. There were no falls or trauma which could have contributed to this issues according to the patient. The patient was advised to inform her hcp about the change in stimulation location. Patient status is unknown at the time of this report.